Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated between 3-3:30pm, she blacked out in front of her house from low blood sugar. Her neighbor found the patient and called the patient¿s husband who was inside the house. The patient¿s husband administered the patient with a glucagon shot and the patient stabilized at 4:30pm. Additionally, the patient stated they do not remember receiving an alert on the dexcom prior to passing out. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.